Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer was experiencing vomiting, dizziness, and rapid pulse. Troubleshooting was performed. The customer mentioned having no delivery alarms every other infusion set since receiving the new pump. The customer stated that she was treated and released. The time, date, and settings in the insulin pump were correct. Reviewed the alarm history and found multiple no delivery alarms. Assisted the customer to run the fixed prime test and the insulin did exit. Performed a high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.